Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller found a box of new external equipment with the patient's name on it. The caller asked that a manufacturer representative (rep) come by to take it off their hands. Agent reached out to the patient to notify them of the found equipment and the patient stated they no longer have the device implanted. Patient states the first device was put in and hurt them so the took it out and put a different one on the other side, which was still painful. So patient no longer needs the external equipment. Agent reached out to the rep to notify them of the situation.

Manufacturer narrative:
Continuation of d10: product ID 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.